Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during aspiration the subglottic port cracked during aspiration. Medical intervention was required, meaning that the tracheostomy tube had to be changed. There was no human harm reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the investigation of this complaint was done based on photo which is attached. Customer is claiming that the blue suction connector cracked. On the photo there is shown the cracked suction connector. Without a sample and more detailed information we are unable to perform the investigation (visual inspection and testing) and determine what happened. Root cause of this defect is currently unknown - it could be a moulding defect or excessive force used when connector was connected with syringe during use. No trend of confirmed customer complaints was identified in relation with this issue. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.